Manufacturer narrative:
Philip's product support engineer (pse) troubleshot the alleged issue with the customer over the phone. The customer reported that when the alternating current (ac) power was connected the unit starts alarming and the power switch and alarm lights illuminated. The unit only powers on direct current (dc) but the power switch is unresponsive. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported the ventilator would not power on. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.